Event description:
On (B)(6) 2012, the lay-user/patient contacted animas and reported elevated blood glucose (bg) levels. The patient indicated that for the previous 3 days, he had bg levels from "250-350 mg/dl" with ketones and symptoms of nausea, vomiting, a severe headache, irritability, and increased urination. The patient's last site change was the previous night on (B)(6) 2012. The patient claimed that the site was changed twice with no response to bg level. Animas representative involved in this contact noted that the issue might be insulin related since he uses "apidra" insulin in the pump. The patient claimed that his bg levels would decrease to target levels when he takes novolog insulin via syringe. The patient's bg levels began to increase when he used a specific bottle of apidra. He did not have another bottle to use at the time of contact with animas. No medical intervention was reported by the patient. The patient denied having bent cannulas, leaks, or air bubbles. He denied having new medications, medical issues, or changes in activity level. No issues were observed with his sites, sets, or cartridges. The patient was able to prime easily into the air. The pump's advanced features were programmed as desired by the patient. The pump was replaced due to an alleged low prime volume issue and an allegation that the pump dispensed insulin during the load step. The alleged low prime volume product issue is not likely to cause an adverse event because the issue is generally obvious and detectable by the user and because the issue does not affect the pump's insulin delivery functions. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed an elevated bg level with symptoms suggestive of severe hyperglycemia. However, at this time it is unknown if the pump and or use-error contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 09/11/2012-device evaluation: the pump has been returned and evaluated by product analysis on 08/14/2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.